Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient was unable to tolerate the lends and experienced poor vision at distance and near. It was also reported that the patient experienced poor vision when an over refraction was performed with the patient wearing a gas permeable contact lends. The iol was exchanged three weeks later for another lens. A posterior capsule opacity was observed prior to the lens exchange procedure.